Event description:
New information received notes that the right ventricular (rv) channel of the pacemaker exhibited intermittent noise over-sensing, which resulted in pacing inhibition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited suspected lead noise, which resulted in over-sensing. It was also noted that the rv channel of the pacemaker demonstrated intermittent over-sensing consistent with non-physiologic signals. The rv lead parameters were otherwise stable. No interventions were performed and no patient consequences were reported.